Manufacturer narrative:
The customer returned the suspected contour next ez meter, contour next test strips and contour next control solution from lot # 1bv2g71 for evaluation. The returned meter was tested with the returned test strips and control solution, which gave a satisfactory performance. The control readings obtained during in-house testing were marked as control tests in the meter's memory. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that he ran a control test and obtained a reading of 144 mg/dl at 5:00 p.m. With the contour next ez meter. The meter did not automatically mark it as a control test, and so the reading will be displayed as a blood result when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.